Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 20 mg/dl. The customer experienced different blood glucose level of 26 mg/dl, 23 mg/dl and 180 mg/dl. The customer was treated with glucose. The customer did report any symptoms for low blood glucose level such as muscle spasm. Troubleshooting was declined by the customer for low blood glucose. The product will not be returned for analysis.